Event description:
The pharmacist reported a secondary bag of kcl 40 meq/250 ml was infusing at 62.5 ml/hr, but when there was still 40-50 ml left in the bag, the rate switched to the primary rate of 100 ml/hr. The pt noted that her IV infusion site was burning but there was no lasting harm reported. The primary was 0.9ns set to infuse at 100 ml/hr. The pharmacist also reported that when adding IV additives, they have a 10% rule with their ivpb preparation. This bag was about a total of 260 ml as their potassium chloride concentration is 40 meq/250ml. She was not sure when the secondary was actually hung, but stated that based on the volume remaining, it had to be about 2-3 hours prior as they were infusing the 10 meq/hr. The pt began complaining of hand pain around 1500 and that was when it was noted the potassium rider rate was at 100 ml/hr. Medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. Partial event logs and the data set have been received along with a photo of the IV set up. The eval is pending and a follow up report will be submitted with investigation results once the eval has been completed.